Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal meropenam (1.5 grams, frequency and duration not reported) and intraperitoneal heparin (1000 international units in each bag for three days) for the event of peritonitis. The patient was reported to have recovered from the peritonitis with ongoing antibiotic treatment. Dianeal therapy was ongoing. No additional information is available.